Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011800, in question was manufactured at the reynosa site. Test results: the reference samples for the lot 6011800 have already been previously tested in the complaint (B)(4) on 11-jul-2025. Visual test according to work instruction (wi) version 3 on reference samples, 10 samples out 10 samples passed the test. Functional test 1: static pull tubing-tubing connector according to wi version 2 on reference samples, reference samples passed the test. Threshold analysis: a query was run on 20-oct-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6011800". The count of complaint is 1 which is below 3. No further statistical trending analysis is required device history record (DHR) review: the lot 6011800 was manufactured according to the wi version 100 and packaging in the machine 14, on 04/mar/2025, with a total of (B)(4) units. Gluing of tubing: the lot 5b03089 was glued according to the wi version 67, machine sc05 and sc06 on 02-mar-2025, with a total of (B)(4) units each. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for samples, no non-conformance (nc) raised during production related to complaint code, one complaint thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011800, in question was manufactured at the reynosa site. Test results: the reference samples for the lot 6011800 have already been previously tested in the complaint (B)(4) on 11-jul-2025. Visual test according to work instruction (wi) version 3 on reference samples, 10 samples out 10 samples passed the test. Functional test 1: static pull tubing-tubing connector according to (wi) version 2 on reference samples, reference samples passed the test. Threshold analysis: a query was run on 20-oct-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6011800". The count of complaint is 1 which is below 3. No further statistical trending analysis is required device history record (DHR) review: the lot 6011800 was manufactured according to the (wi) version 100 and packaging in the machine 14, on 04/mar/2025, with a total of (B)(4) units. Gluing of tubing: the lot 5b03089 was glued according to the (wi) version 67, machine sc05 and sc06 on 02-mar-2025, with a total of (B)(4) units each. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for samples, no non-conformance (nc) raised during production related to complaint code, one complaint thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to emergency room (ER) and was hospitalized and then shifted to intensive care unit (ICU) on (B)(6) 2025 due to hyperglycemia and tubing detachment event from connector. The blood glucose level was 600 mg/dl at the time of event and the patient got treated with intravenous fluids of saline and insulin. Patient was also found positive for ketones. The infusion set was in use for two days. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.